Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the criteria for right ventricular lead integrity alert were met.

Event description:
It was reported a right ventricular lead warning indicated the lead displayed high rate non-sustained episodes, short v-v intervals, and noise.the lead was removed and replaced. No patient complications have been reported as a result of this event.